Event description:
In this event it was reported that cap unscrewed from a tradition handpiece outside of a patient's mouth. The reported complaint did not result in an injury or need for intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. There was no evidence of the cap unscrewing under testing conditions where the cap was affixed with the specified torque applied. The cap only moved when it was unscrewed by one half revolution during testing and even then it rotated 1/4 turn, tightening the cap. Multiple dimensions on the head and cap were checked by production personnel. Two dimensions in the head cavity were found to be out of specification. The handpiece was then microscopically evaluated by quality personnel. Microscopic evaluation revealed moderate damage to the rotor blade tips and scoring on the corresponding track where the rotor blades spin inside the head cavity. All components appeared dry with no evidence of lubrication. Dentsply was unable to determine how the cap might have come unscrewed as all handpieces are 100% performance tested prior to shipping from dentsply professional.